Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Healthcare professional reported a left side rupture. Device status is unknown.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified striated broken on anterior, striated opening on anterior and posterior, non-penetrating nicks and missing shell. Based on the device analysis, the final assessment is a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool, a striated opening on anterior and posterior assessed as surgical damage consist in the use of some surgical tool and missing shell assessed as inconclusive.